Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead may have experienced oversensing and a rate sensing lead impedance of greater than 2000 ohms. An invasive procedure was performed and the rate sensing portion of the transvenous defibrillation lead was capped, but the high voltage portion remains active. A new rate sensing lead was implanted.